Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's husband pushed the reservoir into the insulin pump while not rewinding. It was stated that the customer was connected to the device and 180 units of insulin was infused. Advised the caller to call an ambulance or got to the hospital, but the customer refused and was constantly treating with the aid of the trainer. It was stated that the trainer instructed the customer to discontinue the use of the device and follow up with the doctor. No further information was provided.